Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted hiatal hernia ¿ paraoesophageal surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and would not cut/cauterize. No power was generated. There was also a white film/oil observed at the end of tip around the joints of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of unable to test to be related to the customer reported complaint. The vessel sealer extend instrument was returned with the power cord cut off. Visual inspection found the conductor wire dislodged. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument received error "check energy cord connection" when trying to cut and seal, due to the cut power cord. No errors were found in the logs. Additional observations related to the customer-reported complaint were also observed. The part was returned with a reported complaint that does not affect functionality. The white substance located at the distal end of the instrument has previously been identified by manufacturing as krytox lubricant. No damage was found and no product issue was identified, but the customer-reported complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.